Manufacturer narrative:
The returned device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this patient heard an audible tone coming from this implantable cardioverter defibrillator. The patient visited the health facility and upon evaluation it was observed that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity, it was also reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Replacement of the device was scheduled. This device has been replaced and returned to boston scientific for analysis. No further adverse effects were reported.